Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 500 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose and ketones in urine. The customer was placed on insulin through IV. The customer was wearing the pump at the time of emergency room visit.